Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The electromagnetic interface was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. B01, c02 d02 apply the component was returned for analysis. Functional testing determined that the component was functioning as designed. B01, c19, d14 apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type; implant date n/a; explant date n/a product ID 9735670 (serial: (B)(6); product type; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: em intfce 9735825 s8 em instr intfce h3) no analysis has been performed at the time of report medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the unit had completely useless break out box. There was no patient involvement.